Event description:
Boston scientific received information that prior to the cardiac resynchronization therapy defibrillator (crt-d) change, this left ventricular (lv) lead was programmed to an lv tip configuration for pacing and sensing. During the procedure, all testing done using the lv ring configuration showed out of range impedance measurements, greater than 2,000 ohms with both the pacing system analyzer (psa) and new generator. There was noted concern with the lead conductor integrity. The physician elected to keep the lead in service, programmed with an lv tip configuration. Measurements using this configuration were within acceptable parameters. It was noted that the patient has responded well to therapy with an improved ejection fraction. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.